Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported unknown quantity of false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022. Per consumer, they received false negative results on binaxnow covid-19 ag self-test, and at the hospital they came positive. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported unknown quantity of false negative results with binaxnow covid-19 ag self-test on (B)(6) 2022. Per consumer, they received false negative results on binaxnow covid-19 ag self-test, and at the hospital they came positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. E1 country (united states) h3 other text : device discarded, single use.